Event description:
It was reported that in anesthesia during insertion, the md found the connection between the ars and introducer needle was too loose. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).